Manufacturer narrative:
Information indicates this device was thrown away at the explanting hospital and will not be returned.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted because it had eroded through the patients skin. A new icm device was implanted. No additional patient effects were reported.